Event description:
It was reported by a company rep that high lead impedance was reported on an explanted device. The event came to the attention of the company rep as she picked up an explanted generator belonging to the pt. Info from the pt's treating nurse confirmed that the device was switched off last (B)(6) due to high impedance prior to explant and the pt received a new vns system. At the moment good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Event date, corrected data: manufacturer's initial report inadvertently listed incorrect event date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the treating nurse indicating that no additional information was available on the patient. At the moment it is unknown if patient manipulation or trauma contributed to the reported high lead impedance.